Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed micro bubbles coming from the bottom of the white blood cell (wbc) aperture and stated that wbc voteouts (non-numeric results) were generated on patient samples during service. The fse proceeded to replace the wbc bath to resolve the voteouts and verified the repair as per established procedures. Results: failure mode of the event is attributed to the wbc bath/aperture assembly. (B)(4).

Event description:
The customer reported obtaining white blood cell (wbc) and differential aperture alerts on patient samples involving the coulter act diff analyzer. No erroneous patient results were generated for this event as there were no numeric results generated for wbc and differential parameters. There was no change or affect to patient treatment in connection with this event.